Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) read "low" on the blood glucose meter however, an exact value was not provided. Bg was addressed with the customer eating a cookie and drinking juice. The customer believed the occlusion alarm was the cause for the low bg. Tandem technical support educated the customer the occlusion alarm stops all insulin delivery. The customer maintained the belief it was due to the occlusion alarm. Multiple attempts were made by cts to follow up with the customer to upload the pump data logs for review but the customer never responded.